Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 299 mg/dl. The customer was treated for high blood glucose with pump. The customer was explained the 2 high blood glucose rule. The customer stated her high blood glucose started yesterday and noticed this morning her blood glucose was not coming down so she change her set and battery and got a battery failed and no deliver alarm. The customer got a no delivery so she declined the high pressure test. Customer stated that she wants to troubleshoot for motor error. Customer will troubleshoot for motor error.